Event description:
It was reported that the patient presented to the emergency room after becoming motionless and unresponsive for periods at a time. The newly implanted leads were found to have rising thresholds and the device was found to have non-capture with long pauses. The device was reprogrammed and the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : product ID 5071-35, implanted: (B)(6) 2014; product ID 4968, implanted: (B)(6) 2011; product ID 4968, implanted: (B)(6) 2009. (B)(4).